Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent far field r-wave (ffrw) oversensing during the recorded atrial tachycardia (at)/atrial fibrillation (af) episode. The lead remains in use. No patient complications have been reported as a result of this event.